Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows the nail broken proximally. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. The reported condition for backout could not be confirmed as no x-rays were sent. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 456.315s, 10mm/130 deg ti cann troch fixation nail 170mm ¿ sterile, manufacturing date: mar 16, 2016, expiration date: feb 28, 2025, lot number: h053179 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, ns054634 rev g met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev j was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 12307 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 456.314.3, lock driver tfn, lot number: 9982928, lot quantity: (B)(4). One piece was scrapped at op #50, final inspection for a surface finish failure. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional / final, 456fi314-3 met all inspection acceptance criteria apart from the one piece noted. Part number: 456.315.2, 130 degree lock prong tfn, lot number: 9981398, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process inspection, op067580 rev a met all inspection acceptance criteria. Inspection sheet, final inspection, ns043681 rev g met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, lot number: 9922170, lot quantity: (B)(4). Certificate of test supplied by ati specialty metals dated sep 21, 2015 was reviewed and determined to be conforming. Lot summary report dated oct-08, 2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review. Aug 25, 2020: DHR reviewed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. This is report 1 of 2 for (B)(4).